Event description:
It was reported that an infusor ruptured after seven hours of use. The infusor was filled with non-baxter tazocilline and sodium chloride. The patient did not receive the full treatment. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received for evaluation; however device evaluation has not yet begun. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.